Event description:
1/3 reference (B)(4) for related complaints) documenting casette.per complaint form: outbound. Patient reports admitted to hospital (B)(6) 2022 to (B)(6) 2022 for total right hip replacement. Later received inbound call from patient reporting no disposable pump won't run alarm on both cadd legacy pumps with generic treprostinil cassette, unresolved with troubleshooting. Cassette wasted. Serial numbers for last issued cadd legacy pumps are (B)(4). No further details provided. No additional details known. No injury.